Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds were defective. Additional malfunctions include the pilot valve for the manifold was contaminated, the 4 way valve was contaminated, and the muffler was dirty/clogged.